Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy with bilateral salpingectomy, the handle on the device locked with the suture needle stuck inside the instrument. This occurred prior to using on the patient. Another device was opened and it became locked with the needle inside the instrument again. A third device's was opened to complete the case. No reported patient outcome.